Event description:
Patient with severe osteoarthritis requiring arthroplasty with cmc spacer implant. Original surgery done on (B)(6) 2010. Patient in follow-up has experienced swelling and tenderness directly over the graft site. Surgeon felt this to be a possible reaction to the graft. At visit, the patient was instructed to wear splint, ice, and use anti-inflammatory medications. The patient followed this therapy without improvement in symptoms and was given a steroid injection on (B)(6) 2010 and the surgeon will continue to follow this case. Dates of use: #1 (B)(6) 2010 - original surgery, #2 (B)(6) 2010. Diagnosis or reason for use: osteoarthritis of cmc joint requiring arthroplasty/graft.